Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. Customer¿s blood glucose level was 501 mg/dl. Reportedly, the customer went for a walk and consumed cinnamon to address bg. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.